Event description:
On 3/5/07, a report was received stating "left atrial perforation during anatomy creation using ensite. Agilis nxt sheath : however, perforation caused by chilli (bsc)."

Manufacturer narrative:
A bsc co rep followed up with hosp personnel on 3/13/07. The following statement was provided; "during the procedure, during manipulation of the catheter, the physician used too much force and pushed the catheter through the appendage, a pericardiocentesis was performed. No product malfunction occurred and the procedure was completed successfully. Pt is currently doing well."